Manufacturer narrative:
No product return ppae/major bleed: the cause of the injury was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Patient suffered distal limb ischemia from impella cp device prior to axillary impella 5.5 implant. During impella 5.5 support the patient's hemoglobin dropped overnight and received 2 units of packed blood cells. It was noted that the patient was on systematic heparin. This impella 5.5 device report is one of two devices associated with the event. The patient developed limb ischemia from another impella device (impella cp/serial number (B)(6), refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.